Event description:
During routine testing, the user noted that the defibrillator would not charge. There was no pt involved. Examination of the device disclosed that two capacitors (c3 & c5) of the main capacitor bank on assembly had leaked electrolyte and caused corrosion on the printed circuit board. The board was not repairable, and the customer did not want the unit repaired. The event is not occurring more frequently or with greater severity than is usual for the device.